Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 seven xience prime stents sizes (three 3.0x38, two 2.5x33, one 3.0x33, and one 2.5x38 mm) were implanted in the left posterior tibial artery. On 02/11/2025 the patient had non healing wounds on the left foot. Antibiotics were administered as treatment. Angioplasty was performed to treat the occluded posterior tibial artery, as all seven of the implanted stents were occluded, and anterior tibial artery, but the vessels re-occluded during the procedure. Magnetic resonance imaging (B)(6) 2025) and x-ray (B)(6) 2025) were performed due to increasing pain and swelling on a non-healing ulcer. Osteomyelitis was suspected. Angioplasty was successfully performed on (B)(6) 2025 in the posterior tibial artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion, infection and pain are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The other devices listed in b5 are being filed under separate medwatch report numbers.